Event description:
Screwdriver tip broke off during surgery. Tip was removed from screw and surgery continued. Surgery was prolonged 15 minutes. The pt suffered no adverse effects as a result of this incident.